Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The patient reported infusion set tape was not sticking and fell off while playing which caused high blood glucose levels of 350 mg/dl and it was addressed by insulin pens on (B)(6) 2026.